Event description:
It was reported by the patient that his water vapor therapy procedure which was performed in (B)(6) 2020 was painful. Following the procedure the patient experienced a decreased volume of ejaculate which has continued.

Manufacturer narrative:
Investigation summary; based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The IFU lists side effects as potential adverse events. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.